Event description:
The philips recall is a "joke." I am going on 2 years of waiting, they are impossible to contact besides a phone number that has 50 people ahead of me. I'd have to wait for hours on the phone. I was finally able to get a new unit on my own and for (B)(6) of dollars because they are unreachable. They will take no responsibility, you should be here to protect us. Make them honor their responsibilities.